Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Lawyer is alleging that their was a malfunction of the power wheel chair, and the end user was thrown from the chair. Lawyer is alleging that the end user was severely injured, she became sick and now has permanent injuries both internal and external.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Update from consumer affairs on 06/27/2016: user alleges that the chair ¿had a propensity to stop suddenly when hitting bumps¿. Lawyer is alleging that their was a malfunction of the power wheel chair, and the end user was thrown from the chair. Lawyer is alleging that the end user was severely injured, she became sick and now has permanent injuries both internal and external.